Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? What was the formation of the staples in the first procedure? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Where in the green range was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a leak test done intra-operatively? If so, what were results? How many counterclockwise revolutions of the rotation knob were completed prior to removal? How was the leak diagnosed and what was done is second surgical procedure to address the leak? What was the formation of the staples in the second procedure? What is the current patient status?

Event description:
It was reported that following a rectosigmoidectomy video laparoscopic procedure, no anomaly was observed. The surgeon operated on the patient on (B)(6) 2016 when the anastomosis was checked and also the rings clipping intra-operatively. Everything occurred well with the stapling, but the patient developed septic shock and abdominal distention. On (B)(6) 2016, as the patient developed septic shock and abdominal distention, the surgeon opted to re-op. It was identified early, dehiscence of the posterior wall in the made anastomosis. One device was discarded.